Manufacturer narrative:
The outer stent packaging was removed and when the .014 palmaz blue peripheral stent on aviator plus balloon catheter was taken out of the tray, it was discovered that the stent had detached from the balloon. The operator's plan was to stent the patient's vertebral artery and during the procedure, after pre-dilating the stenotic vessel, the outer stent packaging was removed. The operator then discontinued the use of this stent. There stent was not implanted; the procedure was changed to dilation by an unknown balloon and was completed successfully without patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. The product was returned for analysis. A non-sterile unit of palmaz blue/aviator plus 4x15mm/142cm peripheral stent was received coiled inside of a clear plastic bag. Per visual analysis the balloon was received not inflated with the stent presenting a dislodged condition toward the distal tip. A needle and the protective tube were returned inside a plastic container. No other outstanding details were observed. Per microscopic analysis stent struts marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. The stent does not present any damages or anomalies. A product history record (phr) review of lot 82250884 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ was confirmed through analysis of the returned device, as the stent was dislodged towards the distal tip. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as stent struts marks were observed on the balloon surface during analysis indicating compliance with crimping process. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product history record review is anticipated. However, it has not yet been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the outer stent packaging was removed and when the .014 palmaz blue peripheral stent on aviator plus balloon was taken out of the tray, it was discovered that the stent had detached from the balloon. The operator's plan was to stent the patient's vertebral artery and during the procedure, after pre-dilating the stenotic vessel, the outer stent packaging was removed. The operator then discontinued the use of this stent. There stent was not implanted. The procedure was changed to dilation by an unknown balloon and was completed successfully without patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. The device is expected to be returned for analysis.

Manufacturer narrative:
A product history record (phr) review of lot 82250884 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.